Event description:
It was reported that the surgeon experienced an issue with the intraocular lens (iol) stating that the haptic stuck to haptic (hand shake) and also sometimes on the optic. It was stated that the iol releases/unfolds with difficulty. The iol was implanted successfully and remained in the patient's eye. Reportedly, there was no patient injury. No further information was provided.

Manufacturer narrative:
(B)(4). The manufacturing records for the intraocular lens (iol) were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this lens was manufactured and did not show any change that could be related with the complaint that was reported. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens remains implanted at the time of submitting the MDR. (B)(6).